Event description:
Permanent scarring/marking; applied abbott freestyle libre 14-day sensor and experienced severe itching within 10 hours of application. Kept sensor on for 14 days and there is a burn mark where sensor was placed. I have contacted abbott labs in the past about this (several times), they claim they have never heard of this issue even though I have reported it to them several times. FDA safety report ID# (B)(4).